Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer (fse) unplugged all drawers from the pyxis bus cable, allowing the station to boot up successfully. Each drawer was then reconnected one at a time to identify the source of the shutdown. Drawer 6 was found to cause the crowbar condition due to a failed full height drawer controller board. The controller board for drawer 6 was removed and replaced, after which the station booted up normally and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to turn on and the screen went black due to this issue the user was unable to remove medications from pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.